Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a health care provider regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient feels an intermittent burning sensation in the pocket and it does not seem to matter if the stimulation is on or off. It seems only to be noticeable if the patient is sitting or lying down, but not necessarily putting pressure on it. All impedances tested within normal limits. The health care provider advised the patient to turn off the stimulation for 24 hours to see if it occurs during that time. The health care provider had also given the patient lidoderm patches as a further action to try and resolve the intermittent burning sensation in the implantable neurostimulator pocket. The cause of the burning sensation in the implantable neurostimulator pocket was not determined, and the issue was not resolved at the time of the report. No surgical intervention was planned or performed at the time of the report. The patient¿s medical history includes low back pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the patient had a pocket revision on (B)(6) 2017. It was reported the pocket was moved up and the patient was doing fine. No further complications were reported/anticipated.